Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, communication error (e224) is an error that occurs when a communication error with the processor occurs. It is assumed that communication between the processor and the camera head became impossible due to the damage of the cable. The damage to the cable likely caused by the user's handling. As stated on the IFU (instruction for use) the user manual states: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with a damage camera cable connector causing communication error e224. The identified parts needs to be replaced. Device was placed for repair. Based on evaluation findings the reported failure was found to be due to a damaged cable attributed to electronic component failure. Likely root cause can be due to users maintenance and or handling issue.

Event description:
It was reported that during preparation for use the device exhibited e224 error message when it was plugged. There was no patient involvement on this report. No user injury was reported.